Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. An anchor balloon technique was then attempted but the device got caught by the calcification and still failed to cross the lesion. The device was removed from the patient's body and the stent edge was found to be lifted. Subsequently, a non-bsc guide extension catheter was advanced to the proximal part of the lesion by anchor balloon technique and a non-bsc stent was successfully implanted to complete the procedure. No patient complications were reported.